Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: the black box and alarm history showed cs 078 call service alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the call service alarm complaint was not duplicated. The pump was opened and moisture corrosion was observed on the printed circuit board under the j5 motor connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and reported that call service alarm [078] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.